Event description:
Boston scientific crm received information that this lead dislodged several hours following initial implant. The physician chose another lead for implant but acceptable threshold capture values were not obtained and no atrial lead was implanted. The lead was returned. Dates were provided by boston scientific. Despite the event starting the lead was returned, it has not been sent to berlin for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.